Event description:
It was reported that the patient faced infusion set tubing was leaking at the site event on (B)(6) 2026. The blood glucose level was 510 mg/dl and the patient was treated with correction bolus via pump. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.